Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It was stated that during branch dissection they noticed a piece of plastic inside the tunnel. They assumed it was from the jaws and removed the particle from tunnel. They continued the branch division according to IFU with same device with no more issues.the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25137056, 25136265, and 25136110, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It was stated that during branch dissection they noticed a piece of plastic inside the tunnel. They assumed it was from the jaws and removed the particle from tunnel. They continued the branch division according to IFU with same device with no more issues. The hospital did not report any patient effects.